Manufacturer narrative:
Date of event: unknown. Investigation: the customer issued a complaint for a loose plunger rod detected in the market. No samples were provided to bdm-ps for analysis. The batch was produced by bd supplier. Batch release documents were checked and no abnormalities were observed. The batch was released on the applicable specification. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available, no further investigation will be carried out.

Event description:
It was reported that the plunger on a bd ultrasafe¿ plus x100l was loose causing a leakage. The device was not used and there was no report of injury or medical interventions.